Event description:
During an in clinic follow up, noise resulting in oversensing was observed on the right ventricular (rv) and right atrial (ra) leads. Provocative testing was performed and the noise was unable to be reproduced. No further intervention has been performed at this time. The patient was stable and will continue being monitored.

Event description:
Additional information was received indicating inadequate capture was observed on the right atrial (ra) lead. Subclavian crush was suspected. Reprogramming was performed to resolve the event. The patient was stable.